Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. Corrected fields: g2. The device was returned to olympus for inspection, and the reported failure was confirmed and found image turned black with no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on the terminal of the electrical connector, (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had poor connection with the processor and the image was lost. There were no reports of patient [harm/involvement].